Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. A 25 events were reported for this quarter. A 24 devices were received for evaluation. A 23 events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. Sixteen devices were found to be affected by compromised lubrication. Two devices were found to be affected by corrosion. Four devices were found to be affected by corrosion and compromised lubrication. Two devices were found to be affected by a shattered bearing. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events, in which the device overheated. The 23 reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.